Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During the pacemaker replacement procedure due to normal eri, it was not possible to remove the atrial lead from the header. The pacemaker was replaced and the lead was cut and capped. The patient is in stable condition. Related manufacturer reference: 2017865-2016-07656.

Manufacturer narrative:
The lead was received for investigation. The reported event was confirmed. The lead could not be removed from the device due to calcified blood at the setscrew. The lead was cleaned and the lead was able to be removed from the device. No other anomalies were noted.